Event description:
The consumer reported the hot/cold gel pack was leaking form the seam and he was burned from the hot gel. He received 2nd degree burns to his hand when he reached into the microwave to retrieve the pack. He did not seek medical attention for his burn as the injury is healing on it's own.